Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 the larger portion of the helical blade coupling screw broke off during surgery. Reportedly the helical blade inserter broke during surgery as well; the pin in the back fell off. The procedure, although successfully completed, was delayed by fifteen minutes. The broken fragments did not fall into the patient and were easily retrieved. The patient outcome was reported as good. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the returned inserter was received intact but contains significant hammer marks on the proximal knob and t-handle legs from heavy use. This condition has damaged the internal locator pin causing it to be broken off, allowing the alignment indicator to spin freely. Hammering on the proximal knob is not recommended and technique guide (B)(4) provides the correct hammering procedure and location for helical blade insertion. The manufacture date is december 21, 2011. Product drawings ((B)(4), helical blade inserter trochanteric fixation nail; (B)(4), guide shaft helical blade inserter; (B)(4), hand grip helical blade inserter; (B)(4), alignment indicator helical blade inserter; (B)(4), body alignment indicator; (B)(4), post cap alignment indicator; (B)(4), locking shaft alignment indicator; and (B)(4), indicator stem alignment indicator) were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The hammering and off angle hammering of the proximal knob had impacted the ID locating pin removing the ability to properly align as it spins freely. The method of use has led to this confirmed complaint and is not the result of a design deficiency. The trochanteric fixation nail design and clinical risk management document ((B)(4)) adequately addresses the complaint condition ¿broken: intraoperatively.¿ specifically, line# 74 assess the function ¿mates with helical blade and facilitates insertion and final alignment¿, with a hazard of ¿indicator top of blade inserter either being jammed or freely spinning¿ as less severe risk with a marginal severity of harm, two, and an unlikely probability of occurrence, two, with possible harm listed as "indicator freely spinning: does not indicate orientation of blade. Indicator jammed: cannot disassemble for cleaning¿. Hammering and off angle hammering of the alignment indicator knob broke the ID locating pin, removing the ability to properly align as the alignment indicator spins freely. The method of use has led to this complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot 6835246: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the coupling screw broke. The repair technician reported the alignment knob was damaged, and the sleeve was marked and burred. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.